Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display stayed on the tan screen and it was attributed to the hard drive health being at 99% and therefore the hard drive was replaced and reimaged. It was additionally noted that the software was reloaded and updated. (B)(4).

Event description:
It was reported that the programmer was stuck on the tan screen and would not fully boot up even with the repair/service disk. The programmer was returned for repair. No patient complications have been reported as a result of this event.